Event description:
It was reported that the screw was jammed. The customer was concerned that thread has been compromised as it appears very worn. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 01/26/2016. The investigation included: methods: -evaluation of actual device -review of device history records. -review of complaint history. Results: evaluation of device: evaluation of the hraim did conclude that tread damage was present on three threaded holes on the intubation head ring (part # 20212866) and one of the head ring t-handle screw assemblies (part # 30212020). This damage did cause the screw to jam as reported by the customer. Both the head ring and t-handle screw were repaired by the repair technician and did not require replacement (rework). Device history record reviewed for this product ID lot # 0309547 manufactured on may 21, 2014 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. A two year review in complaints history for this reported failure and or related to "thread has been compromised " for this product ID shows that no additional complaints were received. No new design or manufacturing trends have been identified. Conclusion: although the thread damage was confirmed, the cause of the damage is unknown.